Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a nurse in the cvicu (cardiovascular intensive care unit) today ((B)(6) 2022) ran mag 1 gram in 100ml and potassium 10meq in 100 ml bag that should have been ran over an hour but actually ran over 30 minutes on the same pump module. The nurse got a new pc unit pump module and pump module and it did it again for mag 1g in 100ml bag. There was no information on patient harm.